Event description:
Burning rash and pain in genitals where product was used. Symptoms are worse when continued use. I have used the same brand product lubricant (B)(4) liquid for years with no problems until I used this slightly different product (B)(4). Now I am having a rash that is continually burning if I keep using it. Rash discomfort allergic reaction. How was it taken or used: vaginal. Did the problem stop after the person reduced the dose or stopped taking or using the product? No. Did the problem return if the person started taking or using the product again? Yes. Sex intimacy.